Manufacturer narrative:
As reported the method of hydration used to prepare the mesh for insertion was not the method as prescribed in the instruction-for-use. Per the instructions-for-use the mesh should be completely immersed in sterile saline for no more than 1-3 seconds just prior to laparoscopic placement. As reported the mesh was wiped with a damp sponge. Additionally, as reported the mesh was inserted into an 8 mm trocar, per the instructions-for-use for product code 5954450, a minimum 10 mm trocar should be used. The sample was returned in a contaminated state. The sample is noted to have a sections of the hydrogel coating separated from the mesh as reported. The sample evaluation did not identify the allegation that the mesh had a yellow tint to it and there were no manufacturing anomalies noted on the returned sample. It is possible that due to the mesh not having been hydrated properly, after insertion fluid came in contact with areas of the hydrogel. Inherently, if a dry area of the hydrogel should come in contact with a hydrated area; the dry area will pull moisture from the hydrated area causing the two sides to stick together. An attempt to separate the two sides could result in the hydrogel peeling off of one side of the mesh and sticking to the other side. Based on the information provided and the sample evaluation this complaint is confirmed for use related. The instructions-for-use state, ventralight ¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight ¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight ¿ st mesh (10 mm for product code 5954450). Insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the prosthesis through trocar. If ventralight ¿ st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2018. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2018 the patient underwent an si robotic assisted laparoscopic umbilical hernia repair. As reported the mesh was hydrated with nacl, wiped with a damp sponge, rolled with the hydrogel facing in and inserted into a robotic 8mm trocar. As reported the staff noticed that the mesh had a yellow tint to it. It is reported that when they unrolled the mesh, the adhesion barrier started to separate from the mesh itself. The mesh was removed from the patient, and a new piece of mesh was opened and used without issue. There was no patient injury.